Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 270 mg/dl to 380 mg/dl. The customer alleged that the pump was not delivering insulin properly, however, this could not be confirmed as customer declined troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.